Event description:
It was reported the patient could not make adjustments to the implantable neurostimulator (ins) both with or without the antenna attached. The regular programming screen showed, but when the patient attempted to turn the stimulation down, she got the poor communication screen. The patient received a shocking or jolting (zapping) sensation, which resulted in acute pain. She was not able to communicate with the ins to turn the stimulation off. This followed a positional change of sitting down in a car. This happened from time to time with positional changes, but she was usually able to turn off the stimulation after trying to communicate for a few minutes. The ins was turned off to prevent further shocking. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).